Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was around 30 mg/dl to 35 mg/dl. The customer was reported current blood glucose level at the time of incident was 30 mmol/l. The customer treated low blood glucose value with food. Based on customer¿s report customer does not allege over delivery. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.